Event description:
Information received by medtronic indicated that the insulin pen had a lead screw anomaly. The customer stated that the insulin pen screw was not moving as intended. Customer stated that they tried another needle and did the prime but insulin did not exit. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.